Event description:
The customer reported to olympus that camera flickered while using the camera head. The issue was found during preparation for use for an unspecified procedure. The intended procedure was completed using the same device, with no delay. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed as evaluation found the subject device burned for more than 2 hrs. Without any problem. In addition, the device evaluation found following findings: there were several kinks/knots on the video cable and the serial plate was faded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified as the reported issue of ¿flickering image¿ was not reproduced during evaluation. Olympus will continue to monitor field performance for this device.